Event description:
On 14 may 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review and the user was advised to re-link the sensor. The re-linking process was successfully completed. Based on additional monitoring, the system stabilized, and recent bg values entered as calibrations fit sg well. The user was advised to continue using the system, calibrating as requested when glucose is stable, if possible. No further investigation was required for this complaint.